Manufacturer narrative:
E1: patient city: (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient experienced an infusion flow block alarm event on (B)(6) 2025, which led to high blood glucose level (360 mg/dl) and the patient was admitted to the emergency room at 7:00 am on (B)(6) 2025. The length of hospitalization was less than twenty-four hours. The patient also experienced nausea, vomiting and headache. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011111, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 26-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011111". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011111 was manufactured according to the work instruction (wi) version 82 and manufactured in the machine 12 on 15-jan-2025, with a total of (B)(4) units. 2 sets are found with delamination. Extended sampling plan acceptable. The sub-assembly, gluing of tubing of the lot 4m03043 was manufactured according to the wi version 42 and manufactured in the machine 04, 08 on 11-jan-2025, with a total of (B)(4)units. The sub-assembly, gluing of tubing of the lot 4m03044 was manufactured according to the wi version 42 and manufactured in the machine 04, 05 on 12-jan-2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4m03045 was manufactured according to the wi version 42 and manufactured in the machine 04, 08 on 14-jan-2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5a02012 was manufactured according to the wi version 42 and manufactured in the machine 04, 08 on 09-jan-2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5a00997 was manufactured according to the wi version 42 and manufactured in the machine 04, 08 on 15-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the reference sample from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined idd-pmc11.01 cannot be determined. No escalation required. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan.

Event description:
To date no additional patient or event details have been received.